Event description:
Reference number (B)(4) event occurred in the united states. It was reported that, the patient experienced infusion set's cannula being crimped on (B)(6) 2024. The symptoms occurred 3 or more hours after being in use for 5-6 hours. Furthermore, the patient confirmed the introducer needle was ahead of the cannula prior to insertion. No further information available.